Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch (lss) for a high out of range pace impedance measurement. It was noted that there were several stored minute ventilation oversensing episodes, with instances of pacing inhibition that were 2 seconds or longer. It was also noted that noise oversensing was recorded due to the unipolar configuration safety switch. The patient was brought in the day of the report, and a lead evaluation yielded no capture at maximum output and pacing impedances greater than 2000 ohms, in the bipolar pacing configuration. The lead was programmed to pace and sense in the unipolar configuration. A chest x-ray was performed and did not reveal a lead issue. However the patient was symptomatic and the physician was thinking about replacing the pacemaker system. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with the helix retracted. Resistance testing found the lead was not electrically continuous, and detailed analysis and x-ray was performed and confirmed that there was an outer coil fracture approximately 24 cm from the terminal pin. Due to the location of the fracture, evidence suggests that the damage was likely caused by cyclic fatigue. The clinical observations were likely related to the fracture.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Additional information indicated this pacemaker and right ventricular (rv) lead were removed and replaced. No additional adverse patient effects were reported.